Event description:
It was reported that "dr (B) (6) was doing a lap appy when the portion of the seal broke off and fell into the abdomen of the pt." The seal was retrieved.

Manufacturer narrative:
The device has been returned to conmed for eval. Once the investigation is complete, a supplemental report will be filed.